Event description:
The patient underwent generator replacement surgery. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved for the device to date. Programming history was reviewed for the patient's device. Diagnostics were within the normal limits prior to explant surgery. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. Visual examination of the generator identified explant-related markings on the generator exterior, but no visual anomalies were observed on the generator exterior. The generator was opened, and a visual assessment of the internal circuitry showed contaminants on the trimmed edge of the circuit board. No other visual anomalies were identified. The internal circuitry was tested and failed several electrical tests. The contaminants were removed from the circuit board, and the circuit board passed the electrical tests. The generator was interrogated, and system diagnostic tests were performed and returned results within the normal limits. The data was also downloaded from the generator during analysis and reviewed. The data revealed that 15.903% of the battery had been consumed. The impedance was within the normal limits. The final measured battery voltage was 2.814 v, indicating a 25% battery life remaining indicator would have been observed. Due to the disparity between the battery voltage and percent battery consumption, this generator was confirmed to have depleted prematurely due to the contaminants observed on the edge of the circuit board from the manufacturing process. No additional relevant information has been received to date.

Event description:
A physician believed that a patient's device was showing signs of premature battery depletion. The generator was believed to have been manufactured using a process that may have contributed to the premature battery depletion. The patient was referred for generator replacement surgery, but no surgical intervention has occurred to date. No additional relevant information has been received to date.